Event description:
Customer unintentionally delivered 11.9 units of insulin. Family member in the room with her. Advised to treat and go to the emergency room. Customer stated she tried to suspend the pump, but it continued to deliver.